Event description:
Later, it was reported that the generator was replaced prophylactically. The explanted product has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
It was reported by the patient's mother that the patient is seeing "a significant increase in her seizures". She stated that their seizures are really ramping up. No other relevant information has been received to date.